Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Updated fields: b4, b5, e1 (event site email), g3, g6, h2, h6, h10 a getinge field service technician was dispatched to investigate. Customer reported system failure alarm. Upon investigation it was found that the pressure head of the pump come loose from the diaphragm inside the pump. The technician resolved the issue by replacing the main board, front end board, drive manifold, and pump assembly. Subsequently, the technician completed a full calibration, functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
No service order report available yet. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system failure. There was no patient involvement, and no adverse event reported.